Manufacturer narrative:
The reported complaint of the spiros disconnecting could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a spinning spiros® closed male luer, red cap was found to have disconnected during patient use. It was stated in the report that registered nurses (rns) have noticed three times that the spiros have been able to be removed after adding to the intravenous (IV) line. There was no patient harm and no delay in therapy.